Event description:
It was reported that the 9800 system had an intermittent low ma error message and the right monitor was bad. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The right monitor was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.